Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The high blood glucose event event value was 500 mg/dl, which was treated by emergency medical services with a manual insulin injection. Resulting in hypoglycemia value 51 mg/dl requiring further treatment with snacks and candy. The event involved product(s)mmt-1884l,mmt-7040a,mmt-7841zn,mmt-441ag,mmt-342g. The customer experienced symptoms of loss of consciousness. Troubleshooting was performed. The customer was using the mmt-1884 pump with auto mode/smartguard active, and reported experienced differences between sensor glucose and blood glucose levels discrepancies and is in acceptable range. The customer declined further troubleshooting. No further patient complications were reported. No product replacement or return was required for mmt-1884l,mmt-7040a,mmt-7841zn,mmt-441ag,mmt-342g.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.